Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the hysterovideoscope exhibited the objective lens has fallen off. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Instructions hysterovideoscope olympus hyf type v important information ¿ please read before use warnings and cautions ¿ do not coil the insertion tube, universal cord or video cable into a diameter of less than 10 cm. Equipment damage can result. ¿ do not apply shock to the distal end of the endoscope. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.